Event description:
Per communication from home health rn, "during infusion the pump malfunctioned. I got an error code [unspecified] that lithium battery was empty. The c batteries were also low so I changed them and turned it off and on a few times and it is running for now. I had daf tubing if needed, but he will need a new pump as soon as possible. Next visit is anticipated in 2 weeks." Pump serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Indication: other specified disorders involving the immune mechanism, not elsewhere classified. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.